Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: tightness test failed. In service sys tubing tightness test failed. Blower flow and pressure test failed, leak test failed. Test failed while checking before patient connection no patient involvement.